Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the battery handpiece device had an undetermined malfunction. During the pre-repair diagnostics assessment, it was determined that the housing was cracked and defective and the bearing seal was worn. It was determined that the marking was missing. It was further determined that the device failed for general condition, check for leakage, check of free moving and for check function of all modes. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: correction: device availability: correction: device availability: the device availability date was incorrectly documented. The date returned to manufacturer was corrected from dec 12, 2016 to jan 12, 2017. Evaluation update: in addition to the malfunctions identified in the initial report, reliability engineering also determined that the device also failed for marking and labeling during pretesting. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.